Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("submucosal perforation of insert on the left side") and device dislocation ("migration of insert into recto-uterine pouch on the right side") in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 21 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("left abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (removal of inserts). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment : this spontaneous case report refers to a female patient who had essure inserted and, six months after insertion procedure, she started to experience pelvic and abdominal pain and abdominal bloating. A submucosal perforation of insert on the left side and a migration of insert into recto-uterine pouch on the right side were diagnosed. This events are anticipated in the reference safety information for essure. The perforation of uterine and fallopian tubes may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). Thus, based on the nature of these events and on lack of alternative explanation, causality for the uterine perforation and for coil migration was assessed as related. This case was regarded as incident as it led to serious injuries. Product technical analysis is being sought. Further information from reporters is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("submucosal perforation of insert on the left side") and device dislocation ("migration of insert into recto-uterine pouch on the right side") in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 21 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("left abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (removal of inserts). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, pelvic pain and uterine perforation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 499 cases. Device dislocation. The analysis in the global safety database revealed 1.156 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number d46958 (production date 19-jan-2015, expiration date 28-jan-2018). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. On 24-may-2017: no further information was provided despite follow-up attempt. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) in (B)(6) (reference number: (B)(4)) on 07-apr-2017. Most recent information received on 30-may-2017. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("submucosal perforation of insert on the left side") and device dislocation ("migration of insert into recto-uterine pouch (douglas pouch) on the right side") in a (B)(6) female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, spontaneous abortion and gravida ii. No abnormal uterine findings before the essure insertion. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 21 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("left abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (removal method: laparoscopic on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure insertion procedure took more than 20 min and there were no complaints immediately after insertion. Essure confirmation test was not done. Removal was performed at the patient's request. Observation during intervention: on right, migration in douglas pouch. On left: sub mucosal perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 503 cases. Device dislocation. The analysis in the global safety database revealed 1.162 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number d46958 (production date 19-jan-2015, expiration date 28-jan-2018). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: birth date was added. Patient medical history (gravida 3 para 2; 1 spontaneous abortion) was added. Essure was laparoscopically removed on 30-mar-2017. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.